Manufacturer narrative:
The device lot and product code is unknown because the information for two devices used in the case were provided, but it was not known which device had the complaint against it. The product and lot information for each device is: 172020-lvisj, lot: 19011456a, and number 172014-lvisj, lot: 18051455rm . A search for non-conformances associated with these part/lot number combinations did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent remains implanted in the patient, and no portion of the device was available for return; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during treatment of an a-com artery aneurysm, the embolization coils kept falling into the parent vessel and stent-assisted coiling was attempted. Two lvis jr. Stents were placed in the parent artery across the wide neck, jailing the microcatheter. After placement of the stents, while removing the microcatheter (not an mv device), one of the stents moved and it was noted that the aneurysm had ruptured. An external ventricular drain evd was placed. The current patient's status is unknown.